Event description:
During a scheduled device evaluation, physio-control found that the device intermittently failed to turn on when the power button was pressed. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause for the malfunction to be the main control keypad assembly. Physio replaced the keypad assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Additional evaluation of the removed keypad assembly at the failure analysis center was unable to determine further cause for the failure.